Manufacturer narrative:
A ge field engineer was notified and subsequently inspected the system. The gradient chiller was found to be off and has since been replaced. It was also noted that the pt weight had been incorrectly entered into the system. The MFR safety guide (2381696-10) provides warming and safety instructions regarding pt warming and pt weight entry. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once the investigation is complete.

Event description:
It was reported that after a 30 minute exam of the pelvis, the technologist noted a pink area on the pt's chest and upper back. The customer stated that the size of the pink area was 7% corporal body. The pt was treated with sulfadiazina apentica 10mg/g (silverderma). The pt was reportedly padded away from the bore, however padding was not used to prevent skin to skin contact.